Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side ¿appearance of brown patches of inflammatory rash type on the skin: on the left breast, itchy¿ ¿intense fatigue¿ ¿itching all over my body especially localized on the upper body (bust/scalp)¿ ¿rash that has persisted for several years¿ ¿breast ultrasound which revealed scalloped prostheses and periprosthetic fluid¿ ¿blood test results highlight coagulation disorders (factor vii (visibly induced by chronic inflammation)¿ ¿persistent and progressive pain¿ ¿deep endometriosis¿ ¿intense neck pain associated with almost permanent daily migraines in addition to increasing chronic fatigue¿ ¿appearance of concentration difficulties and attention disorders¿ ¿significant digestive disorders (reflux) and a fibroscopy revealed a hiatal hernia with cardia gap¿ ¿food intolerances¿ ¿cognitive disorders¿ ¿absences or ¿bugs¿ with my eyes¿ ¿jerks in my neck¿ ¿lose a lot of my hair¿ ¿my vision seems to have decreased, I have nausea and palpitations (tachycardia)¿ ¿dehydrated and drink a lot (frequent urination also)¿ ¿level of antinuclear antibodies (ana) at 1/1280 with speckled appearance with positive mitoses without associated specificity¿ ¿ discover that my implants were banned¿ ¿cyst¿ ¿hands and then my feet started to swell, hurt and deform.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿periprosthetic fluid¿.

Event description:
Patient reported right side ¿periprosthetic fluid¿ diagnosed via ultrasound. Device has been explanted.